Manufacturer narrative:
The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.